Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
New information received states that the device system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-14185. It was reported that patient experienced ineffective stimulation due to lead migration issue. A surgical intervention is anticipated in the near future. No additional information is available at this time.